Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, and cystoscopy due to menometrorrhagia, stress urinary incontinence, fibroids, and left ovarian cysts. Following insertion the patient experienced chronic pelvic and vaginal area pain, painful intercourse, chronic pain with sitting and standing, urinary retention, urinary leakage, urgency and frequency with urination and chronic abdominal cramping, difficulty bowel movements, mesh erosion, protrusion, pungent vaginal odor and discharge. It was reported that patient underwent mesh removal on (B)(6) 20112 due to exposure and recurrence of stress urinary incontinence.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced overactive bladder, urinary incontinence, nocturia, post void dribbling, straining to urination, weak urine stream, dysuria and discomfort. It was reported that on (B)(6) 2013 the patient underwent laparoscopic lysis or adhesions, excision of endometriosis and right ureterolysis due to pelvic pain, endometriosis and adhesive disease. (B)(4).